Event description:
It was reported that the distal end of the catheter was broken. During an ablation procedure to treat atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was used. While mapping, it was observed that the tube at the distal end was broken. Subsequently, the irrigation was discontinued, and another of the same device was used to complete the procedure. No error messages were displayed and the flow rate was at the normal setting. There were no patient complications reported as a result of this event. The device was contaminated and will not be returned for analysis.

Manufacturer narrative:
Block h6 (device codes) has been corrected. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the distal end of the catheter was broken. During an ablation procedure to treat atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was used. While mapping, it was observed that the tube at the distal end was broken. Subsequently, the irrigation was discontinued, and another of the same device was used to complete the procedure. No error messages were displayed and the flow rate was at the normal setting. There were no patient complications reported as a result of this event. The device was contaminated and will not be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of catheter difficult to irrigate was confirmed; however, the reported event of tip damaged/defective could not be confirmed, as no problems were noted with the tip. The investigation noted an obstruction in the lumen, which is most likely due to the handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure that may have affected the device performance and its integrity. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the intellanav mifi open-irrigated ablation catheter was visually inspected, and no visible problems were noted. Functional testing revealed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Leakage testing was performed using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The device was unable to pass the test as obstruction was found in the lumen. During flow testing, the device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device could not be irrigated due to the obstruction in the lumen. Dissection testing was also performed, and an obstruction was found on the lumen, identified as procedural waste. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellanav mifi open-irrigated ablation catheter risk documentation was completed and confirmed that the events of catheter difficult to irrigate and tip damaged/defective were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event, as the event occurred during the procedure and was not influenced by device performance.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the distal end of the catheter was broken. During an ablation procedure to treat atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was used. While mapping, it was observed that the tube at the distal end was broken. Subsequently, the irrigation was discontinued, and another of the same device was used to complete the procedure. No error messages were displayed and the flow rate was at the normal setting. There were no patient complications reported as a result of this event. The device was contaminated and will not be returned for analysis.